Manufacturer narrative:
The product was not returned for evaluation. The lot number of the product was not provided by the user facility. Retain testing was performed on retains of the same product code for all lots manufactured from 2018-2020 and all products met acceptance criteria. A root cause of the event could not be established and the complaint could not be substantiated. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report.

Event description:
According to the reporter, "as head nurse reported the suture was extremely easy to break just getting it out of the package. The surgeon was going to perform an hysterectomy and needed this product to close the fascia; but obviously had to use a different product."